Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization. She has no recollection of the event and could provide no information about the event. A nurse at the hospital nurse recalls the customer felt unwell on the (B)(6) and made numerous calls to her doctors. Customer's friend had tried to contact her, but had no response, so was worried and called the police. Police knocked down the door and found customer unconscious, the infusion set disconnected and wrapped around her legs. Customer was covered in carpet burns and was rushed to hospital. On a meter tested at the hospital, her blood glucose was measured as 49 mmol/l. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.